Manufacturer narrative:
Unit received with constant self test failed alarm and unable to communicate to bg meter and the glucose sensor simulator to verify calibration error alarm due to a faulty y1 on the rf board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a calibration error. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. Customer reported that his blood glucose meter did not always send everything to pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.